Event description:
Staple reload misfired. Another reload was used with the same hand piece (atws45) and it worked fine to complete the procedure. Failed product had patient contact but no patient harm. Failed product is available for pickup.